Event description:
The manufacturer received information alleging a ventilator failed an active exhalation control module verification test step during testing. There was no harm or injury reported. The device was not in clinical use. The device is returning to the manufacturer for bench repair. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation control module verification test step during testing. There was no harm or injury reported. The device was not in clinical use. The device was evaluated onsite by the manufacturer's field service engineer and the complaint was confirmed. The device's machine flow sensor, three-way solenoid valve, proportional valve and system board need to be replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.